Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3-cg - serial number/date code (B)(4) is approximately 13 months old. The user manual part number 1134791 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
(B)(6) 2011 - (B)(6) allegedly sent information on to marketing manager that the new systems tilt held up for two months until they had to replace the tilt actuator one last time. It allegedly lasted two weeks. (B)(6) 2011 - (B)(6) sent another e-mail to product manager, (B)(4), stating that the client's actuator is allegedly leaking grease and needs to be replaced again. Dealer stated that they have allegedly replaced this actuator 6 to 8 times across two different seating systems and the consumer is frustrated. No injury is alleged. Return history (B)(6) 2011 - (B)(4) - makes grinding noise when operating, but won't operate under load. Per returns - leaks - output shaft - gear noise +motion. (B)(6) 2011 - (B)(4) return from order (B)(4). Just received last month, making a grinding noise and it will not tilt back all the way-it stops. Per returns - gear noise +motion. (B)(6) 2011 - seating system replaced in (B)(6) on (B)(4). Per returns - override/scrap. (B)(6) 2011 - (B)(4) will not function at all. Return of actuator. Per returns - no output - mechanical - +kd.